Manufacturer narrative:
Additional devices included on this report are as follows: catalog #plc271200/lot #18282861/ UDI #(B)(4) which is captured in manufacturer report #3013164176-2019-00021.

Manufacturer narrative:
Age at time of event corrected.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of a right iliac artery aneurysm using gore® excluder® aaa endoprostheses. It was reported that the patient had a normalized aorta, and that the infrarenal aorta was angled (degree of angulation unknown). Reportedly, due to the angulation of the patient's anatomy, the contralateral leg component was placed approximately 3mm above the flow divider of the trunk-ipsilateral leg component. As a result, it was noted that the contralateral leg component was, "slightly compressed". The patient was heparinized during the procedure. It was reported that on (B)(6) 2019 computerized tomography scans identified thrombus in the proximal end of the ipsilateral limb at the level of the flow divider. Reportedly, there was minimal perfusion through the limb. It was reported that on (B)(6) 2019 a thrombectomy was performed. Reportedly the ipsilateral limb was relined, and the physician placed two bare metal stents within the trunk-ipsilateral leg and contralateral leg components, creating a new flow divider. The procedure was concluded. There were no further reported issues. The patient tolerated the procedure.